Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Manufacturer narrative:
Conclusion the complaint cannot be verified. Result pump: as the product has not been returned for investigation and the production data comply with the specification, the complaint could not be replicated. Production reports were reviewed. Infusion set: the used returned head set and transfer set were visually inspected and tested for flow and tightness. The test results were within specifications meter: iu observed that the meter powered on with acceptable batteries. Iu connected the returned meter to retention pump, iu was able to connect the returned meter to a retention pump using bluetooth communication. Iu was able to change the setting and limits in the pump from the meter. Iu observed that the meter paired with pump correctly, no defects were observed. Iu observed that the meter powered on when acceptable batteries were inserted into the meter. Iu powered meter on and off consistently with on/off button, no defects were observed with on/off button. Iu observed that the meter powers on when a test strip is inserted into the strip guide, no defects were observed. Iu observed upon pressing and holding the power button, the meter displays a sequence of solid color test screens in the order of red, blue, green, and white. Upon pressing and holding power button the red, blue, green and white screens appeared correctly, no display defects were observed. Iu visually inspected the external casing on the meter, no damage was observed. Iu manually reviewed the meters memory and observed that the meters displayed bolus data was out of sequence with reference to bg data. Within the information provided by product support, they indicated that the meter was not designed to change the order of records in the diary and they will be represented in the diary in the order that they were loaded into the meter. This behavior can occur if the customer performs actions on the meter before synchronizing to the pump even if a particular bolus was delivered with the meter acting as a remote control for the pump. Bolus deliveries programmed using the meter as a remote control is not automatically logged in the diary. It was concluded that the meter is functioning as intended and the customer was using the meter as a remote control for the pump and performed bg tests afterward before synching the pump to the meter. Additional finding: iu observed that the meter has markings on the corners of the meters housing surrounding the ir window. The stretch lines do not affect the functionality or performance of the meter. This issue is caused by the material of the meter being stretched as a result of the meter manufacturing processes. The customer's allegation of questionable results was not observed during the investigation of the returned product. This case is set to not verified based on the iu's investigation of the customer's allegation. The problem mentioned by the customer could not be reproduced. Device was not returned.

Event description:
On (B)(6) 2013, patient requested assistance with changing the basal rate on her infusion device. Patient reported she got back from the ER today; she had collapsed and broke her foot. Patient stated the collapse was due to a low blood glucose level. Patient reported she did not feel any low blood glucose symptoms prior to falling. Patient stated she collapsed today at home at 8:30 am while she was walking to the bathroom. Patient reported her mom found her on the floor when she had passed out and tested her blood glucose level on the meter; meter was saying alert hypo too low to read. Patient stated her mother put orange juice in her mouth and she had come to consciousness afterwards; was able to drink on her own when she came to. Patient reported she went to the ER due to her broken foot; did not call ems. Patient stated her mother drove her to the hospital where they tested her blood glucose level with a reading of 96 mg/dl; gave her orange juice to drink. Patient reported this reading was not too low for her. Patient's normal blood glucose range is 96-120 mg/dl. Patient stated the amount of time that passed from her meter reading to the hospital meter reading was about an hour. Patient reported her blood glucose read hypo warning too low on yesterday but she was conscious. Patient stated she had a headache at the time of the reading which is a low blood glucose symptom for her; was able to self-treat. Patient reported she thought the basal rates were too high and contributed to the low blood glucose reading. Patient stated the endocrinologist thought the rates were too high and had her lower them. Patient reported she had not bolused any insulin prior to the low blood glucose episodes; just the hourly basal rates. Patient stated her blood glucose level was 170 mg/dl the night before the low blood glucose episode. Patient reported the meter recommended an amount to bolus but she did not want to bolus and did not confirm. Patient stated the cartridge currently had a large air bubble; advised on how to prime out the air bubble. Patient reported the monitor and infusion device are not communicating a lot; happens daily. On follow up on (B)(6) 2013 patient reported experiencing continued communication errors between the infusion device and the glucose monitor. Product was replaced and requested return of the alleged glucose monitor and infusions set for evaluation.